Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device was bent. The scope would not fit through it. Another device was used to complete the procedure. There was no pt consequence.